Manufacturer narrative:
Technical support instructed the technician to inspect the gear box area. The account has not completed repairs.

Event description:
The accounts technician stated when he pulls the head crank handle out to manually crank the stretcher up or down, the head section lowers 3 to 4 inches and then stops. He tested the CPR and the head up and down functions and both worked properly.